Event description:
Event description guidant received information that this transvenous defibrillation lead and this coronary sinus lead had dislodged approximately two months post implant, resulting in high pacing threshold measurements. The leads were explanted and replaced with new guidant leads. There were no patient symptoms reported with this clinical observation.